Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse discovered that the reaction tray wash unit (wud) was overflowing. The reaction tray wash unit drain valve 2 (cdev2) was replaced. Cse replaced all the pump seals and the check valve for reagent pump 1. A following precision tests and quality checks passed. The system was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required. Mdrs 2432235-2021-00156 and 2432235-2021-00165 were filed in conjunction to this report.

Event description:
A discordant, falsely depressed carbon dioxide patient result was obtained on an advia chemistry xpt instrument. The initial result was reported to the physician(s). The same sample was repeated on the same instrument. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed carbon dioxide patient result.